Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicmo12.6, -12.5 diopter, implantable collamer lens got stuck in cartridge or injection system, there was patient contact with no patient injury. The lens was implanted,removed and replaced intraoperatively and the problem resolved. In the reporters opinion the cause of this event is unknown.